Event description:
It was reported that a psychiatrist was having issues getting good wand connection for programming and diagnostics. The psychiatrist stated that he changed over to an unused back up wand and still had some trouble performing interrogation. At the moment, the psychiatrist suspects an issue with the handheld computer that was used. Good faith attempts to obtain additional info have been unsuccessful to date.